Manufacturer narrative:
(B)(4). The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information received from the patient following (B)(6) 2019 consult with surgeon: he re-dilated the esophagus and stretched the scar tissue around the device. Additional information requested and received: have the symptoms improved or resolved since dilation and what are the next steps? Placed on steroids (B)(6) and took one pill per day for the next 7 days. A dilation was done on (B)(6). The doctor stated that there was no damage and it did not slip. The symptoms have improved since the dilation, but they are still there. During the dilation two biopsies of the stomach were taken due to inflammation but this is not related to the linx per the patient. The linx was placed (B)(6). Ten weeks post-op she was exposed to a large amount of air freshener that caused spasms and pain in the esophagus along with face tingling and numb lips. The gerd symptoms came back after this. There may be a second dilation, but the surgeon wants to wait and allow time for healing. Per the patient she is able to tolerate food with some discomfort.

Event description:
It was reported that the linx was placed on (B)(6) 2019. Eight weeks, post op, the caller indicated she had a metallic taste in her mouth. Ten weeks, post op, the caller indicated she was exposed to a large amount of air freshener and experienced burning in her nasal passages, mouth and throat. The caller indicated she has continued to experience gerd type symptoms since that time. The caller indicated she will be going back to her surgeon on (B)(6) 2019 for consultation.